Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the black box data was started on (B)(6) 2014. Due to continued use of the pump, the black box data and histories for the event on 06/06/2013 were found to be overwritten. The available black box and alarm history revealed no errors, warnings or alarms associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The reported complaint was unable to be confirmed or duplicated. The information for the complaint was overwritten due to continued patient use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas seeking assistance on how to record the insulin on the pump for the insulin on board. The patient also stated that her blood glucose (bg) read ¿high¿ on the meter. The patient reportedly experienced symptoms of dizziness, disorientation, nausea, vomiting and was hospitalized. It was noted that the patient was still wearing the pump at the hospital, was given multiple insulin injections and intravenous fluids for treatment and dehydration. The last bg reading reportedly was in the 500 mg/dl range and the bg was coming down from the previous meter reading. The patient reportedly admitted that sometimes she would forget to remove the blue cover off the cannula in hopes the issue would resolve. The patient reportedly had a urinary tract infection (uti), was getting tests done and was seeing a urologist about the issue. During troubleshooting, customer support (cs) instructed the patient to disconnect from the pump and perform a bolus into the air at the time of injection and have the pump count it down. Cs reviewed the pump history; there were no delivery issues noted with the pump; there was reportedly one ¿low cartridge¿ alarm noted on (B)(6) 2013. There were reportedly no issues noted with the infusion set. This complaint is being reported because the patient experienced hyperglycemic event while using insulin pump therapy. It was unclear as to the cause of the patient's bg event, however; the patient had health issues unrelated to diabetes which may have been a contributing factor to the patient¿s bg excursion. There was no indication of a pump malfunction, the pump is not being returned and the patient continued to be on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.